Manufacturer narrative:
This report is associated with argus case (B)(4), biotene mouth spray (original).

Event description:
I just drank some out of the bottle last night [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received glycerin (biotene mouth spray (original)) oromucosal spray (batch number u7m271, expiry date 31st october 2019) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started biotene mouth spray (original). On (B)(6) 2018, an unknown time after starting biotene mouth spray (original), the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the patient experienced product complaint. The action taken with biotene mouth spray (original) was unknown. On an unknown date, the outcome of the accidental device ingestion and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene mouth spray (original). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received via call on 10 july 2018. The consumer reported that,"I have a bottle of biotene mouth spray that is not spraying. Is there anything I can do to fix it. I just drank some out of the bottle last night. I really do like the product." Follow up information was received on 11 july 2018. Correct lot number in the case was updated as u7m271.

Event description:
Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received glycerin (biotene mouth spray (original)) oromucosal spray (batch number u7m271, expiry date 31st october 2019) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started biotene mouth spray (original). On (B)(6) 2018, an unknown time after starting biotene mouth spray (original), the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the patient experienced product complaint. The action taken with biotene mouth spray (original) was unknown. On an unknown date, the outcome of the accidental device ingestion and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene mouth spray (original). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, adverse event information was received via call on (B)(6) 2018. The consumer reported that,"I have a bottle of biotene mouth spray that is not spraying. Is there anything I can do to fix it. I just drank some out of the bottle last night. I really do like the product." Follow up information was received on 11 july 2018. Correct lot number in the case was updated as u7m271. Follow up information was received on 7 august 2018 from quality assurance (qa) department regarding complaint number (B)(4) (issue number- (B)(4)) of lot number u7m271. The product sample was not received. The investigation report included that, without the returned product no further investigation can take place. This is a low risk, level 1 complaint and can be closed.

Manufacturer narrative:
Initial report is associated with argus case (B)(4), biotene mouth spray (original). Product complaint investigation received 07 august 2018 (issue-(B)(4)), cause of the tube issues/pump issue could not be determined because the product was not returned from the customer.